Event description:
It was reported that the device displayed a red screen and alarmed when powered up. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device displayed a red screen and alarmed when powered up¿ was not replicated through functional testing. The probable cause was unknown. Further investigation found the battery compartment was damaged, the battery door was missing, the printed wiring assembly (pwa) board was damaged, and the downstream occlusion (dso) seal was delaminated. The device was repaired by replacing the pwa board, battery compartment, battery door and dso seal. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.